Event description:
In evening rn assessed sl port and it was hep locked and clamped. Dad was feeding patient and found the cap in patient's bed. Upon further investigation, the cap snapped off where the cap meets the tubing. Unknown how long the line was "open" in bed. Patient was re-accessed under sterile conditions without complications. Dad was visibly upset because he stated, "this isn't the first time that it snapped off in the exact same place." Md was notified and currently waiting to hear if we should draw bcx d/t this being a pretty significant central line-associated bloodstream infection (clabsi) risk.